Manufacturer narrative:
Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using their cartridge beyond labeling as well as not performing the air removal step of the load procedure. Tandem technical support provided proper supply usage labeling as well as the proper air removal procesure. The customer delivered a bolus via the pump and resumed inuslin therapy. Customer's blood glucose was 150 mg/dl.